Event description:
I used dentek's custom comfort nightguard. On the first morning after first use, when I took it out of my mouth, I noticed brown stuff in my mouth even though I had brushed my teeth the night before. I continued using the device for two more nights. Then I got sick. I had no symptoms except great fatigue. I stayed in bed for three days and stopped using the night guard. After three days in bed, I recovered. I don't know where this device was made. It may be contaminated, or some chemical may be leaching. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: bruxism. Event abated after use stopped: yes.